Event description:
On (B)(6) 2025, a patient underwent transcatheter arterialization of deep vein (tadv) using limflow devices. The limflow extension stent graft, 200mm (rgs-55200-us-24) partially deployed a stent, requiring the physician to disassemble the device handle and remove all pieces of the device from the patient. This did not result in any patient harm and the procedure was successful.

Manufacturer narrative:
The suspect device was not returned to the manufacturer due to being discarded, although it was initially thought that the device would return. This was confirmed with the account manager present at the procedure. Manufacturer reference number: (B)(4). The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a patient underwent transcatheter arterialization of deep vein (tadv) using limflow devices. The limflow extension stent graft, 200mm (rgs-55200-us-24) partially deployed a stent, requiring the physician to disassemble the device handle and remove all pieces of the device from the patient. This did not result in any patient harm and the procedure was successful.